Event description:
On (B)(6) 2022, an eye care professional (ecp) in (B)(6) notified a johnson and johnson vision care employee regarding a case that was confirmed as pseudomonas keratitis. The patient (pt) was an experienced acuvue® oasys® brand contact lens wearer. It was reported that the pt ¿had reasonable albeit not perfect compliance with fortnightly replacement.¿ the pt uses complete multi-purpose solution and has no previous history of infection. The pt is currently being treated with an antibiotic and steroid drop (name and frequency prescribed were not provided). No additional medical information was received. On (B)(6) 2022, a call was received from an (ecp) who provided additional information. The ecp reported the pt was diagnosed with ¿keratitis¿ and further advised the ¿pseudomonas is just a speculation.¿ the pt is still using drops (name and frequency not provided) for another 2 weeks. The ¿pt may end up with some scarring and advised ¿the pt wore the lenses for a bit longer than required.¿ the pt is recovering well, and the affected eye is the os. The ecp advised no additional details are known and thinks the pt may ¿get upset¿ with calls to the pt for additional information. The ecp advised the suspect os cl will not be available. The date of event is unknown, but advised the lenses were purchased (B)(6) 2022. After multiple attempts for additional medical information, no additional details have been received. The date of event is being reported as (B)(6) 2022 as were unable to verify any additional details regarding the os event. This os keratitis event is being reported as a worst-case event as we were unable to verify the pt's diagnosis and treatment with the treating ecp or pt. The ecp advised the ¿pseudomonas is just a speculation¿ and the diagnosis is unconfirmed at this time. The os suspect lot number is unknown. No additional evaluation can be conducted. It is unknown if the suspect os cl is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Os suspect cl is not available.